Event description:
It was reported that the patient's generator was replaced prophylactically and the leads were replaced due to high impedance. Historically, the explant facility does not return explanted products; therefore, return of the suspect product is not expected to date. No further relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's generator. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.